Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece, however, the fiber measured 147 cm, which indicated the fiber was broken. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Fiber specifications for moses 200 dfl fiber length in cm 300 +10/-0. Based on information available, this is an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber is being returned without performance allegation information. No further information provided on procedure or patient outcome. Upon examination of the fiber, it was observed that the fiber was received in one piece, however, given the length in which it was received, the fiber was determined to have a fiber body break.